Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device remains implanted.

Event description:
It was reported that a device fractured and migrated approximately 3 years post-operatively. The patient reported experiencing back pain and a "crunch" in their back after sustaining a fall; imaging identified the fracture and migration.